Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 320 mcg/ml (dose 43.33 mcg/day), morphine 2 mg/ml (dose 0.2708 mg/day) , and fentanyl 3700 mcg/ml (dose 501.1 mcg/day) via an implanted pump. The lot number of medication was not available. Other medications the patient was taking at the time of the event was not available. The pump's IFU (indication for use) was listed as spinal pain. On (B)(6) 2015, the patient's intrathecal catheter was cut by a neurosurgeon during a spinal surgery where hardware was placed in the patient's lumbar spine. The pump managing physician knew about the catheter cut and the patient was monitored through withdrawal. The patient was taken to surgery to revise the cut catheter. During surgery on (B)(6) 2015 (the case was scheduled "wrong" at first), the old catheter was spliced and a new intrathecal portion was placed and spliced to the existing pump segment. The patient status at the time of this report was alive - no injury. If additional information is received, a follow up report will be submitted.